Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue x3 indicating that there was a speaker malfunction while connecting to the host monitor. A good faith effort (gfe) was made to determine whether the speaker produced sound, but no additional information was provided by the customer. The following functional tests were performed: the remote service engineer (rse) spoke to the customer. The customer tested the device with the simulator and was unable to reproduce the error. The rse recommended the customer to perform a cold start and continue testing. Based on the information available and the testing conducted, the cause of the reported problem remains unknown. The reported problem was not confirmed. Philips is unable to confirm the final disposition of the device, because the customer did not call back with additional information. The investigation concludes that no further action is required.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that a speaker malfunction inop was displayed on the device when connecting the intellivue x3 to a host monitor. It is unknown if sound was coming from the device. The device was in use monitoring a patient at the time of the reported issue. No death or patient / user injury or harm was reported.